Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2012 as part of the post (B)(6) clinical study. This complaint is being reported based on the event bronchial stenosis in the segmental bronchi. According to the complainant, the patient underwent his first bt treatment to the right lower lobe of the lung on (B)(6) 2012. There was no device malfunction reported during the procedure. On (B)(6) 2014, the patient did not feel well and was seen by the physician. A CT was performed along with a bronchoscopy and one area of narrowing in the rll and three in the left lower lobe were diagnosed at that time. The stenoses were not present prior to the bt treatment and no hospitalizations or ER visits have occurred. It is unknown if the stenoses are definitively a result of the bt procedure. The event is reported as continuing. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator: fev1: 2.50, fev1 % predicted: 64.94, fvc: 4.08, fvc % predicted: 83.61. Post-bronchodilator: fev1: 2.77, fev1 % predicted: 71.95, fvc: 4.45, fvc % predicted: 91.19.

Manufacturer narrative:
(B)(4). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma (pas2)

Event description:
Bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2012 as part of the (B)(6) clinical study. This complaint is being reported based on the event bronchial stenosis in the segmental bronchi. According to the complainant, the patient underwent his first bt treatment to the right lower lobe of the lung on (B)(6), 2012. There was no device malfunction reported during the procedure. On (B)(6) 2014, the patient did not feel well and was seen by the physician. A CT was performed along with a bronchoscopy and one area of narrowing in the rll and three in the left lower lobe were diagnosed at that time. The stenoses were not present prior to the bt treatment and no hospitalizations or ER visits have occurred. It is unknown if the stenoses are definitively a result of the bt procedure. The event is reported as continuing. Baseline spirometry values: visit date: (B)(6) 2012: pre-bronchodilator: fev1: 2.50, fev1 % predicted: 64.94, fvc: 4.08, fvc % predicted: 83.61, post-bronchodilator: fev1: 2.77, fev1 % predicted: 71.95, fvc: 4.45, fvc % predicted: 91.19, additional information received as of april 23, 2014. According to the complainant, the patient was seen by the physician on (B)(6) 2014. The bronchoscopy was performed on (B)(6) 2014 and the stenosis was diagnosed at this time. Additional information received as of july 18, 2014. The previously reported event of "bronchial stenosis" has been updated to "mycobacterium avium pulmonary infection with small'. It was reported that the pulmonary infection was treated with the following medications, myambutol, rifampicin, biaxin, and zithromax. Additional information received as of august 18, 2014. The previously reported event of "mycobacterium avium pulmonary infection with small' has been updated to "mycobacterium avium pulmonary infection with small cavity left upper lobe". It was reported that this event is not related to the bt procedures.

Manufacturer narrative:
(B)(4). Study source: (B)(6) evaluating bronchial thermoplasty in severe persistent asthma.

Event description:
Bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2012 as part of the (B)(6). This complaint is being reported based on the event bronchial stenosis in the segmental bronchi. According to the complainant, the patient underwent his first bt treatment to the right lower lobe of the lung on (B)(6) 2012. There was no device malfunction reported during the procedure. On (B)(6) 2014, the patient did not feel well and was seen by the physician. A CT was performed along with a bronchoscopy and one area of narrowing in the rll and three in the left lower lobe were diagnosed at that time. The stenoses were not present prior to the bt treatment and no hospitalizations or ER visits have occurred. It is unknown if the stenoses are definitively a result of the bt procedure. The event is reported as continuing. Baseline spirometry values: visit date: (B)(6) 2012: pre-bronchodilator: fev1: 2.50, fev1 % predicted: 64.94, fvc: 4.08, fvc % predicted: 83.61. Post-bronchodilator: fev1: 2.77, fev1 % predicted: 71.95, fvc: 4.45, fvc % predicted: 91.19. Additional information received as of april 23, 2014. According to the complainant, the patient was seen by the physician on (B)(6) 2014. The bronchoscopy was performed on (B)(6) 2014 and the stenosis was diagnosed at this time. Additional information received as of july 18, 2014. The previously reported event of "bronchial stenosis" has been updated to "mycobacterium avium pulmonary infection with small'. It was reported that the pulmonary infection was treated with the following medications, myambutol, rifampicin, biaxin, and zithromax.

Manufacturer narrative:
(B)(4). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma (pas2).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6), 2012 as part of the post approval 2 (pas2) clinical study. This complaint is being reported based on the event bronchial stenosis in the segmental bronchi. According to the complainant, the patient underwent his first bt treatment to the right lower lobe of the lung on (B)(6), 2012. There was no device malfunction reported during the procedure. On (B)(6), 2014, the patient did not feel well and was seen by the physician. A CT was performed along with a bronchoscopy and one area of narrowing in the rll and three in the left lower lobe were diagnosed at that time. The stenoses were not present prior to the bt treatment and no hospitalizations or ER visits have occurred. It is unknown if the stenoses are definitively a result of the bt procedure. The event is reported as continuing. Baseline spirometry values: visit date: (B)(6)-2012. Pre-bronchodilator: fev1: 2.50, fev1 % predicted: 64.94, fvc: 4.08, fvc % predicted: 83.61. Post-bronchodilator: fev1: 2.77, fev1 % predicted: 71.95, fvc: 4.45, fvc % predicted: 91.19. Additional information received as of april 23, 2014. According to the complainant, the patient was seen by the physician on (B)(6), 2014. The bronchoscopy was performed on (B)(6), 2014 and the stenosis was diagnosed at this time.

Manufacturer narrative:
Patient identifier: (B)(6). (B)(4). Study source: (B)(6) clinical trial evaluating bronchial thermoplasty in severe persistent asthma (B)(6). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.